Manufacturer narrative:
Concomitant devices: -- daq916: preamplifier daq916 digital, s/n (B)(4), lot 209450933 UDI: (B)(4) manufactured 4/15/2015 -- eclc: controller eclc eclipse, s/n (B)(4), lot 209383671 UDI: (B)(4) manufactured 3/24/2015. Product evaluation: -- daq916, x06073851: service and repair removed loose screw from inside and replaced missing chain assembly. The item was tested and passed manufacturing specifications. The item was updated to current design specifications. -- daq916, x06082541: service and repair found that the chain is missing and the hinges are loose. Replaced the chain and tightened the hinges. The item was tested and passed manufacturing specifications. -- eclc, x06062177: service and repair found that the unit came in with a preamp 'a' failure. The device was disassembled, cleaned, replaced connector pcba, reassembled, and tested in accordance with manufacturing specifications.

Event description:
The facility reported that the eclipse system was having "issues". There was no reported patient impact.

Event description:
Additional information received from the physician: at times, when the devices were connected, the system did not recognize the daq's when the surgeon wanted to run a protocol; no impedance registered at those times and the devices could not be used. At times when the daq's were detected by the system, they passed the impedance checks and worked as expected.